Event description:
It was reported when using the bd pyxis medstation es system drawer not detected on bus.the customer added that this malfunction caused a delay in retrieving medication to patient.however, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the cubies were not detected on bus. The field service engineer reseated row board connection on drawer controller board to resolve. The contact information was kept blank due to the reported issues that were found by the field service engineer while on site. The system functioned as intended after the field service engineer troubleshooted the device.